Event description:
It was reported that the patient had a replacement surgery on (B)(6)-2011 due to not being able to charge her implantable neurostimulator (ins) and loss of efficacy. Prior to the replacement the following occurred: on (B)(6)-2011, the patient was given a spare charger to try. On (B)(6)-2011, the charging was better and better stimulation coverage was obtained. A new charger was sent to the patient. On (B)(6)-2011, the patient's ins was not maintaining a good strength of stimulation. The ins was not producing reliable coverage. A decision to replace the ins was made. Following the surgery (B)(6)-2011 the patient was doing well and had great stimulation.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711 serial # (B)(6) determined there were no significant anomalies. It was determined that the ins was functionally okay. According to the race report obtained from the ins, the duration between recharge sessions ranged from 7 days to 21 days, up to 32 days. The last recorded recharge session done while the device was implanted was (B)(6) 2011. The device recharged for 6 hours and 51 minutes and the battery charged from 3.510 to 3.920 volts. The parameter trend diagnostic section of the trace report showed no patient usage after this recharge session. The ins was recharged for analysis on (B)(6) 2011 with a 1 cm spacer between the charger antenna and the ins. The device charged for 6 hours and 18 minutes and the battery charged from 3.470 to 4.065 volts with full coupling. The estimated recharge duration for a completely drained battery is 6 hours. In the event description the patient indicated as battery depletes therapeutic effect decreases. The ins output was measured on an oscilloscope with battery levels at 4.030 volts and 3.685 volts. There was no difference in amplitude or pulse width.

Manufacturer narrative:
Analysis of the recharger model 37751, serial number (B)(4), determined the device passed all tests and there was no anomaly found.

Event description:
Additional information received reported on (B)(6) 2011 the neurostimulator was producing inconsistent stimulation and poor coverage . It was further clarified that on (B)(6) 2011, it was "four days into charge" when decreased stimulation began. It was noted that the event was not due to normal battery depletion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.